Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed button error and unexpected restart that the customer was unable to clear. The customer¿s blood glucose level was 80 mg/dl at the time of the incident, and 126 mg/dl at the time of the call. The customer had a low event at the time of the alarms. The customer stated the reservoir was manipulated while they were connected. Troubleshooting for the low was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with all button no response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the unexpected restart error alarm and possible over delivery anomaly due to buttons not responding.